Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported having high blood glucose which she could not check due to a meter error 4 on her pdm (personal diabetes manager). She had administered boluses via syringe. Her levels reached over 600mg/dl when tested on a backup meter so she went to the hospital and was admitted. The patient was diagnosed with diabetic ketoacidosis. Treatment included an IV with potassium and insulin drip. Her blood glucose was also checked every hour. The patient was experiencing an upper respiratory infection and was on steroids, which she attributes the increase in blood glucose to.